Manufacturer narrative:
G4: 09may2020. B4: 11may2020. The manufacture service technician confirmed the nav-ring (navigation ring) is unresponsive and replaced it by installing a 2nd generation front bezel. The unit passed touchscreen calibration, control test, and electrical safety test. The unit is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21jun2020. B4: 22jun2020. The replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
The customer reported n av (navigation) ring failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.